Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, when applying the device to the gastric tissue antrum, the first black load was fired but it did not fully retract after firing. The surgeon had to keep hitting the toggle to retract the beam in tiny increments. It had been noted that when it was loaded onto the handle that it would not close even though it was loaded correctly. The load had been removed then the adaptor, and reassembled and then it could be cycled. The second black firing was the same, it took numerous removals of both the load and the adaptor to finally close the load. It was fired successfully but again there was difficulty in retracting the ibeam after firing just like with the first load. A purple load was loaded for the third firing but even after re-assembly, it could not be closed. A manual handle was then used to complete the case. All three green indicator bars were illuminated when the loads were attached. It was noted that the surgeon was not able press the green button. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Based on the logs, the intermittency and consistency of the pair of buttons being triggered, it is likely that the user was partially triggering the close/left or open/right buttons by moving the toggle button in a diagonal motion (right/up or down left) instead of a straight up or down motion. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.